Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A circuit board was found faulty and required replacing. However, the customer refused replacement.